Manufacturer narrative:
(B)(4). The insulin pump passed all functional testing including the displacement, rewind,basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump unable to download the pump history and failed self-test alarm due to faulty radio frequency board. The insulin pump was received without the original battery. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the customer passed away at home. The cause of death was end stage liver disease. The caller did not know the customer¿s blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; (it had been disconnected three days prior to death). The customer was not using sensors. The caller stated that the customer had hepatic encephalopathy leading up to the death. The insulin pump was returned for analysis.